Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition with its original packaging. Visual inspection showed no discrepancies. No occlusions were detected during functional testing using a hydrostat vessel. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd extension sets, delivery accuracy issue was noted. Reported that the cassette reservoirs was received with drug remaining in it. It was also reported that 13.5mls came from a cassette containing 96.6ml and there was a 5 percent overfill of 4.6mls, which leaves 8.9mls resulting in a 10 percent difference. No reported adverse effects.